Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to complete rewind. Customer stated that the insulin pump had multiple pump error. Customer stated that error in the motor was detected in the alarm history. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that they successfully cleared the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test due to moisture damage battery connector and electrical board. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self test or verify pump error 43, rewind anomaly due to the failed battery test alarm. Motor passed motor test.